Event description:
It was reported that the rotary drill would not stop running. This was found prior to a procedure. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the event was duplicated. The anti rotation pin was stuck under the carriage assembly. The device was repaired and returned to the customer.